Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. The user report was confirmed, the coupler was removed from the scope. Though, it should be noted that the unit passed all functional test and leak test during evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported the coupler of the hd autoclavable camera head came off of the scope. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not strike the camera head. The camera head may be damaged.¿ based on the results of the investigation, it is believed that a stress-related event may have caused the reported failure. If the subject device suffered an impact, it is possible that the lock ring part may have been damaged. Consequently, a damaged lock ring could cause the lens of the locking rings to loosen and come off. Olympus will continue to monitor the field performance of this device.